Event description:
It was reported that, while playing basketball, the customers pump touch screen became shattered and unresponsive. The customer's blood glucose was 104 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.